Event description:
A customer reported to beckman coulter, inc. (Bec) that approximately 20 ml of fluid had leaked from the blood sampling valve (bsv) on coulter lh 750 hematology analyzer. The operator was wearing a lab coat and gloves at the time of the event. There was no exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no reported impact to patient results. There was no death, injury or change to patient treatment attributed or connected to this complaint.

Manufacturer narrative:
The customer technical specialist (cts) over the phone had the customer check for any loose tubing where they found tubing had come off of the blood sampling valve (bsv). The customer called back stating the tubing continues to disconnect from the bsv. The leak was cleaned up and a service call was generated. The field service engineer found the bsv probe internally plugged with dried blood causing the tubing connected to the bsv to come off. The obstruction was cleared and the repair was verified and system validated. Blood, diluent, control material and clenz (cleaner) can be found at the bsv. The root cause for the leak was a plugged bsv that caused the tubing connected to it to come off. (B)(4).